Manufacturer narrative:
Qc was not run prior to or after the event. Routine maintenance was overdue. Bci hotline had customer perform routine maintenance which resolved the issue. Technical support remotely evaluated instrument performance which met specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 800 synchron chemistry analyzer. Upon repeat, the results were higher and were reported outside of the laboratory. The customer did not keep records of the results and could not say how many false low results were generated. Multiple attempts were made to obtain more details. The data provided by the customer said na results were in the range of 125mmol/l and recovered approximately 135mmol/l upon repeat. There was no death, injury or change to patient treatment attributed to or connected with this event.